Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic doctor reported that the vitrectomy probe "dropouts" during cutting function and interrupted the procedure. The procedure was completed with no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
New information from a company representative reported that the event was not with the vitrecotomy probe rather with the console. The console has been repaired.

Manufacturer narrative:
Product evaluation ¿ system the system was examined and the reported event was replicated. The cable assembly vitrectomy valve and male pneumatic connector were replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 1, 2012. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming cable assembly vitrectomy valve and male pneumatic connector. However, how or when they became nonconforming could not be determined. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Product evaluation - consumable. There was no sample returned for evaluation for the report event. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. One probe sample was returned and visually inspected and deemed nonconforming. Needle is bent approximately 10 degrees. Actuation, cutting and aspiration testing was performed and deemed conforming. The probe performance testing met specification for cut, actuation, and aspiration. The exact root cause of why the customer thought the probe had a performance issue cannot be determined from this evaluation. How and when the needle became bent cannot be confirmed from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. The manufacturer internal reference number is: (B)(4).